Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received and super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included zinc salt supplements. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued in approx 2010. At the time of reporting, the event was unresolved. Consumer stopped using super poligrip adhesive creams approx one year prior to report. Consumer does not know if the super poligrip caused her neuropathy. Consumer also takes zinc supplements.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).